Event description:
Pt had eye laser surgery done. Six months later pt started having problem with the right eye. Second opinion stated too much tissue was taken. Pt is having halos and vision distorted at night. Another pt complaining about the same problem with same device. Pt feels device must be faulty.